Event description:
6 implants were placed 4/30/97, 4 in the anterior maxilla and 2 in the anterior mandible. Pt developed pneumonia 3 weeks post-op. Subsequent to the pneumonia, pt developed anterior maxillary swelling in the right and left canine areas. 2 implants were found to be surrounded with infected bone. They were removed due to mobility, infection and pain. 1 was in a healed ridge area and the other had been placed in an immediate extraction (cleaned well) socket. One person affected.